Event description:
The hcp reported to the MFR's rep that the pt was recently hospitalized in an "unresponsive state". The hcp had increased the dose one week earlier. The pump was interrogated and revealed that the "programming was accurate". The pt was receiving intrathecal baclofen via the drug delivery system. The hcp indicated that the pt may have "urosepsis". The cardiac enzymes are elevated and they are "ruling out" a myocardial infarction, as well.